Event description:
On the night of the (B)(6) 2015 the patient was taken to hospital with high bg levels. She alleges the pump wasn't delivering her boluses. Her bg levels were in the mid 20s mmol/l. She received IV insulin. No adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On the night of the (B)(6) 2015 the patient was taken to hospital with high bg levels. She alleges the pump wasn't delivering her boluses. Her bg levels were in the mid 20s mmol/l. She received IV insulin. A request was made for the return of the device, replacement sent.